Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode oversensed noise resulting in an inappropriate shock. Myopotential noise was quite visible in the primary and secondary sensing vectors. X-rays confirmed that the system has moved. Boston scientific technical services (ts) recommended system revision. Surgical intervention was performed to reposition the system. The system remains in service. No additional adverse patient effects were reported.